Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The upper jaw has broken off. A small portion of the jaw remains attached to the shaft. Jaw was not returned for examination. The shaft is bent downward. The condition of the device is consistent with excessive force being applied during use. Per the IFU under ¿precautions-as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time.

Event description:
It was reported that during a procedure using an elite pass, long bite, with ratchet, the jaw on the device broke while in the patient. The broken piece was removed with a grasper and the surgeon was confident that all debris was removed from the patient. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.